Event description:
The family member reported that pt was hospitalized for ketoacidosis and high bgs. The family member preferred not to troubleshoot the pump until they speaks with the doctor. They stated that the customer had high bgs for two days. Also the family member mentioned that the customer is still connected to pump per md.